Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Rotational sensor abnormalities were observed. First prime ended prematurely, lasting 22 pulses. After 32 total priming pulses, the needle mechanism did not deploy, and the pod was subsequently deactivated. Rotational malfunctions were replicated in a rerun. Contamination was observed on the commutator cap, which is confirmed as the root cause of the rotational malfunctions and subsequent needle mechanism failure. Scratch marks were observed on the commutator cap. It could not be determined what effect, if any, these damages had on pod functionality.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 1.1.5 cloud - smartphone operating system 18.1 cloud - smartphone hardware iphone15.3 cloud - cgm sensor type g6.

Event description:
It was reported by the patient that the pod's cannula did not deploy as intended, indicating a needle mechanism failure. The pod was not worn. Treatment for reported issue was not provided.